Event description:
During a follow-up in clinic, it was noted that the capture threshold of the right ventricular lead had increased most likely due to a micro-dislodgement or poor fixation. A surgery was performed to revise the lead, and all parameters were normal when a pacing system analyzer was used. The lead could then not be secured into the device header, the set screw would not tighten. The device was replaced. The lead was connected to the new device and the patient was stable with no consequences. Related manufacturer report number: 2938836-2017-33447.

Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. The device was returned from the field and was evaluated. Pacing and high voltage lead impedance was tested on the bench and was normal. The capture anomaly observed in the field was not reproducible. The cause of the field event was undetermined.